Event description:
During a ptca / stenting treatment procedure, the physician encountered difficulties when removing the interventional balloon over the iq marker .014"/185 cm guidewire. The pt had been sent to the cath lab for carotid stenting when it was noticed that she was also suffering from coronary artery disease. The lesion being treated was a significantly calcified, 99% stenotic lesion in the bifurcation of the very tortuous left anterior descending (lad) and 1st diagonal branch (1st diag) coronary arteries. The physician chose to wire both the lad and the diag so as not to lose the diag should there by any plaque-shift. For the lad he selected a pt2 guidewire, and for the diagonal, he selected the iq guidewire. Over the pt2 guidewire, he inserted a voyager balloon and over the iq guidewire he inserted a medtronic sprinter 2.0/15 mm balloon. He then performed a "kissing balloon technique" in the bifurcation and stented the lad with a cypher stent. When the scrub sister tried to remove the sprinter balloon from the diagonal vessel, the wire and balloon came out together. Upon examining the balloon and wire outside of the patient's body, the physician concluded that the nose cone of the sprinter balloon had become stuck on the `joint' of the guidewire. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `satisfactory.'